Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter, the balloon exploded inside the patient. The patient was reported to be stable at the time of notification. There was no medical intervention required or extension of operating time. There was no tissue damage and all of the pieces were removed from the patient cavity. No further information was provided.

Manufacturer narrative:
(B)(4).